Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received insulin no delivery alarm. The customer's blood glucose level was unknown at the time of incident. Customer also stated that the event was not resolved by infusion set, reservoir or complete set change .troubleshooting was performed. The device will not be returned for analysis.